Event description:
It was reported that during a procedure to stent the pre-dilated mid left anterior descending coronary artery with mild tortuosity and mild calcification, a xience prime 3.0x15mm stent caused a dissection distal to the target lesion. The stent was successfully implanted in the target lesion. A xience prime 3.0x23mm stent was implanted to cover the dissection. There were no additional adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.